Event description:
Fractured lower lumbar and upper disc compression. Two plates and six screws were used to fuse the problem area. Reporter is having problems with aching and a sticking feeling in his back. When he stands too long, he has to sit down or feels he will fall. When he sits too long, he has to stand up.